Event description:
It was reported that the patient presented for an implant procedure of the left ventricular lead. The physician performed a venogram that showed potential externalized conductors exhibited by the right ventricular (rv) lead. The rv lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition post-procedure.